Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-01559 / 01561).

Event description:
Patient underwent a right knee revision procedure due to mid flexion instability and poly wear. The bearing was removed and replaced.